Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 12-may-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had contacted her doctor about the nausea on (B)(6) 2025. No further details were provided. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from results obtained of 112, 115, 122, 117 and 109 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-102 mg/dl. The customer reported feeling nauseous; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2026 and open vial date is about 1 week ago. The meter memory was reviewed for previous test result history: result 1: 112 mg/dl date: (B)(6) time: 11:29am fasting 2hr after breakfast result 2: 115 mg/dl date: (B)(6) time: 11:27am fasting 2hr after breakfast result 3: 122 mg/dl date: (B)(6) time: 7:38pm fasting 2 hr after dinner result 4: 117 mg/dl date: (B)(6) time: 3:00pm fasting 2 hr after lunch . Result 5: 109 mg/dl date: (B)(6) time: 8:50pm fasting 2 hr after dinner.